Manufacturer narrative:
Pump analysis results revealed a feed-through anomaly (specified as shorting across the insulator) in the pump motor. Conclusion code no longer applies to this event; the conclusion code has been updated.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal dilaudid (concentration 2mg/ml; dose 0.5mg/day) and bupivacaine (concentration 30mg/ml; dose 7.499mg/day) via an implantable infusion pump. Lot numbers were not provided. Indication for use was malignant pain. The patient was also prescribed pa boluses via the personal therapy manager (ptm). Per the pump logs, a motor stall occurred b)(6) 2014 at 17:00 with recovery at 18:37. On (B)(6) 2014 the patient reported pain at the pump site greater than two weeks following implant. The pump had last been reprogrammed on (B)(6) 2014. The event was considered related to the implant procedure. No action was taken. The event resolved without sequelae on (B)(6) 2015. Additional information was requested regarding the cause of the motor stall and the cause of the pain at the pump site. A supplemental report will be submitted if additional information is received.

Event description:
Additional information received from the healthcare professional indicated that a motor stall occurred. Date "(B)(6) 2016" was also noted.

Manufacturer narrative:
See the manufacturer's report 3004209178-2016-07064 for information related to the pump replacement due to motor stalls and device e valuation information. No outcomes attributed to adverse event boxes should be checked for this event as the replacement of this pump was not related to this event, this report has been updated from a serious injury to a malfunction. The previously reported device, evaluation method, evaluation results, and evaluation conclusion codes are no longer applicable. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider indicated that the motor stall was secondary to an MRI (magnetic resonance imaging). The cause of the pain at the pump site was not determined.